Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Assumed 1st day of month that complaint was reported. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information received: ¿the patient presented post-operatively with a low hemoglobin result and a bleeder was assumed. The patient was scoped and it was determined that the last firing, up by the esophagus, didn¿t take. The bleeder was addressed, however, it is unknown how. The patient was given a transfusion." Sales rep was asked but had no further information at this time about the original surgery date or the date the patient was treated for the post-op bleed. Additional information requested and received: can you confirm device product code used in each procedure? Plee60a. What is the surgeons typical cartridge selection in each firing for sleeve? 3 green then 3-4 blue. How long post-op did bleed occur? 2 ½ weeks. How was the bleed identified and addressed? CT scan indicated gastric bleed. Where on sleeve did bleed occur and which color cartridge was used in that area? Towards antrim. What was the initial surgery date? Not known. Was there any issue with device performance noted in initial procedure? No. What is the current patient status? Fine.

Event description:
It was reported by the rep during a gastric sleeve procedure, the staple line was leaking. There was no additional information available. There were no patient consequences reported and the device will not be returned.